Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a femoral and tibial osteotomy procedure, the blade broke. It was subsequently reported that the saw blade was stuck inside the patient's bone and was successfully retrieved with no adverse consequences. It was further reported that there was a ten minute delay as a result of this event.

Event description:
It was reported that during a femoral and tibial osteotomy procedure, the blade broke. It was subsequently reported that the saw blade was stuck inside the patient's bone and was successfully retrieved with no adverse consequences. It was further reported that there was a ten minute delay as a result of this event.

Manufacturer narrative:
B5: updated based on new information.

Event description:
It was reported that during a femoral and tibial osteotomy procedure, the blade broke. No further information was provided at this time.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.